Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor failed incoming functionally testing. The cause for the failure was due to a shorted c1 capacitor and damaged d1, l1, l2 components on the ca board. The root cause for the horted c1 capacitor and damaged d1, l1, l2 components on the ca board could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to complete incoming functional testing.